Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that approximately sixteen days post implant the implantable cardiac defibrillator (ICD) was repositioned due to problems with surgical site healing. Patient stated the physician used a wound vacuum to help the wound heal. The patient reported symptoms included redness, swelling and drainage. Patient also stated they experienced pain or pressure at times and has stiffness in shoulder that patient is working through with physical therapy. The device remains in use. No further patient complications have been reported as a result of this event.